Manufacturer narrative:
The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Since a sample was not received, sample analysis could not be conducted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Since a defect could not be confirmed, root cause analysis could not be conducted and potential root causes are strictly hypothetical in nature. Possible root causes associated with needle breakage include, but are not limited to if needles become bent due to sheath load misalignment, improper sheath removal or repeated use. When movement is repeated, the needle can fatigue and break at the cannula post. This syringe is for single use only. Sheath load misalignment and improper sheath removal could result in the sheath contacting the cannula during placement and damaging the cannula. The following control mechanisms are in place to prevent the occurrence and acceptance of needles which break in use during the assembly and packaging processes: the manufacturing plant maintains material verification processes. The cannula must pass an inspection and certification review before they are released to the floor for production. All lots of hypodermic needle tubing meet the requirements defined in international standard iso stainless steel needle tubing for manufacture of medical devices. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly and packaging machines. Personnel are trained and certified in the operation, cleaning and maintenance of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded barrel is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Preventive maintenance of the molding tool is conducted at required frequencies, in order to ensure process capability is maintained. The machine that the syringe is assembled on is equipped with a vision system that looks for missing, inverted, dull, burred, damaged and bent cannula to ensure that they are within specific limits. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly and to prevent damage to the cannula. During manufacturing, associates test product for needle penetration and needle cant to verify the needle is properly assembled into the syringe and is not damaged. Inspectors routinely examine product to ensure it meets aql. A lot cannot be released unless it passes visual and physical testing requirements. Based on the existing controls and the complaint history review, additional correction or containment activities of product are not warranted at this time. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
Submit date: 3/1/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an insulin needle. The customer states the needle is breaking and stopping up.